Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.bjj.boneandjoint.org.UK/content/82-b/7/952.full.pdf+html. (B)(4). The device was not returned for review, therefore its condition cannot be described. The DHR could not be reviewed as the item/lot numbers are unknown. The device was used in treatment. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, the traffic accident is likely the primary root cause of the experienced bone fracture.

Event description:
It is reported that one patient was revised after a bone fracture was sustained in a road-traffic accident.